Event description:
A customer contacted stryker to report that their device would not detect a patient connection through paddles assembly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect a patient connection through paddles assembly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker service representative was not able to verify and duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.